Event description:
Bilateral lasik in 2000. Dr had problem with left flap. That was the second eye to be lasered. He worked to get the flap in suitable shape and then applied a bandage contact lens. I reported to the dr the following day for examination. The bandage lens was left on at that time to be removed a few days later. Vision was blurry in both eyes, but this was reported as "normal." At one year post op, I was being treated for epithelial problems on left eye with a bandage contact lens. After a few days of wearing the lens, I developed a corneal ulcer in that eye. My eye was swollen shut, oozing blood and pus. I had to go on a regimen of hourly antibiotic and steroid eyedrops. I had to do this for each hour the first 24 hours. Then it was every 2 hours for a couple of days and then on to 3 hours dosage and tapering off. I had to use one week sick time at work, because I was unpresentable and couldn't see out of this eye most of that week. I also couldn't stay awake all night and then come to work and continue drops hourly. The left eye had ghosting -double vision-. Both eyes had flare/glare from lights. Headlights, lights in the room, street lights, street signs etc. It became impossible to drive at night because of all the "extra distractions" resulting from the surgery. I had trigeminal neuralgia from the lasik surgery and the dry eyes exacerbated this problem. The pain is in the upper left quadrant of my face, around the left eye. It remained after 8+ years. About a month after the surgery, my eyes began to burn and hurt. This was explained to me as dryness. This dryness went on and continues to this day. I had to use artificial tears every 20 minutes for several years after the surgery. At a second opinion dr 1,000 miles away, I was told 15 months later that I had cataracts. Cataracts do not develop in a few days, or even a few weeks. I'm not sure if I may have had the cataracts when I had the surgery, or did the cataracts become prominent as a result of the lasik? My best corrected vision with corrective lens is and was about 20/40-20/50 and remains the same 8 years later.